Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements with loss of capture (loc) and oversensed noise resulting in pacing inhibition. There was no evidence of asystole greater than two consecutive seconds in duration however patient was symptomatic. Surgical intervention was performed and the lead was capped and replaced without incident.